Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2026. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Shock impedance alerted >200 ohms on (B)(6) 2025. The shock impedance had trended at 125 ohms consistency before the increase occurred. Lead remains implanted. Should additional information become available, this file will be updated.